Event description:
It was reported that the customer had normal blood glucose levels of 4.3 mmol/l. The customer reported a button error alarm from the insulin pump. It was reported that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermitttent act button response due to a flattened button dome switch. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.